Event description:
This study patient underwent carotid artery stent implantation and immediately post procedure suffered an ischemic stroke. This is a male with unknown medical history. The target lesion was left internal carotid artery described as heavily calcified, non-tortuous and 75% stenotic. The patient was maintained on an asa and ticlid medication regimen. An angioguard was inserted, tracked, deployed and retrieved with debris without report of difficulties. The target lesion was not pre-dilated. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unknown balloon. Immediately after the procedure, the patient developed convulsions, language disorder and paralysis on the right side of the body. Cerebral infarct on the ipsilateral side was confirmed by MRI. Unknown IV medication was administered for treatment. According to the physician, the debris might have gone through the filter basket and led to the stroke. The patient is making a progress.

Manufacturer narrative:
The patient has been on medications of aspirin, ticlopidine hydrochloride, glimepiride, furosemide, candesartan cilexetil and allopurinol. The duration is unknown. The act was 325 per sec. During the procedure, all the products were delivered and placed per IFU without any difficulties. The angioguard was placed distal to the target site. Prior to angioguard placement, there was no spasm noticed at the site. During angioguard placement, there was no spasm noticed at the site. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13401814 revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or excursions were issued for this lot 13401814. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Debris was present in the angioguard basket when the device was removed. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and procedural factors may have contributed to the reported event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report # 1016427-2009-00232.